Event description:
It was reported the display is broken. The device is being returned for service. There was no patient involvement.

Event description:
It was reported the display is broken. The device was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is broken. Lcd lens, ring cover, and battery drawer are broken. One board connector cable is out of specification (crimped). Battery contacts are compressed. Keyboard pad is scratched and pitted (cosmetic). Encoder flex is contaminated.